Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath and dilator were fully engaged upon receipt; the dilator was removed to enable visual inspection. The dilator had been punctured 1.35¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the dilator puncture remains unknown.

Event description:
This event is being reported based on analysis of the device which revealed a puncture in the dilator.